Manufacturer narrative:
(B)(4). Concomitant devices - persona fixed bearing ultracongruent articular surface 10mm right catalog #: 42522200610 lot #: 62593330, persona cemented cruciate retaining standard femoral component right size 9 catalog #: 42502606602 lot #: 62670280. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right knee arthroplasty revision to address tibial component loosening and increasing pain approximately five (5) years post-operatively. Initial operative notes did not note any intraoperative complications. Revision operative notes noted that the medial tibial plateau of the tibial component was loose. Upon removal of the tibial component, the tibia medial side had bone that was reportedly soft and mushy. Extensive scar tissue was found involving the patella and medial proximal tissue. The femoral component was noted to be well-fixed, however, the tibial component could not be removed without removal of the femoral component, so the surgeon removed all components except the patella. No intraoperative complications were noted. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.